Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited several noise over-sensing episodes, which were seen on the stored electrograms. The noise was easily reproducible with isometrics and caused pacing inhibition. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.